Manufacturer narrative:
(B)(4). The device was manufactured september 23, 2013 ¿ september 24, 2013. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the device due to an untightened blue winged luer cap. A functional leak test was performed after tightening the luer cap and the device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked into the bag during storage. There was no patient involvement. No additional information is available.